Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application was frozen on (B)(6) 2016. Patient closed their other background applications and the issue was resolved. No injury or medical intervention was reported.